Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Re-programming was performed and the patient will be followed closely.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient heard an alarm every fourth hour. Testing showed there was interference seen on the right ventricular (rv) coil. Review of the information showed there was a rv lead integrity warning for non-sustained ventricular tachycardia episodes and the sensing integrity count was noted. Additionally, there was an out of tolerance impedance alert and there was an indication the impedance was rising, varying, and there was over-sensing in the rv coil channel. Recommendations for intervention were made and is pending. The lead remains in use and no patient complications have been reported as a result of this event.